Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant pelvic pain"), uterine haemorrhage ("abnormal uterine bleeding") and stevens-johnson syndrome ("stevens-johnson syndrome") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff never experienced such immense abdominal/pelvic pain prior to undergoing the essure procedure. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), stevens-johnson syndrome (seriousness criterion medically significant) with skin disorder, abdominal pain lower ("lower abdominal pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), the first episode of migraine ("migraines"), vaginal infection ("vaginal infections"), arthralgia ("joint pain"), rash ("rashes"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), the second episode of migraine ("migraine"), vaginal discharge ("vaginal discharge"), vulvovaginal discomfort ("vaginal irritation"), abdominal distension ("persistent bloating"), stress urinary incontinence ("stress urinary incontinence"), migraine with aura ("migraine with aura") and urge incontinence ("urge urinary incontinence"). She is in the process of scheduling this surgery. At the time of the report, the pelvic pain, uterine haemorrhage, stevens-johnson syndrome, abdominal pain lower, dysmenorrhoea, dyspareunia, vaginal infection, arthralgia, rash, fatigue, weight increased, alopecia, the last episode of migraine, vaginal discharge, vulvovaginal discomfort, abdominal distension, stress urinary incontinence, migraine with aura and urge incontinence outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, arthralgia, dysmenorrhoea, dyspareunia, fatigue, migraine with aura, pelvic pain, rash, stevens-johnson syndrome, stress urinary incontinence, urge incontinence, uterine haemorrhage, vaginal discharge, vaginal infection, vulvovaginal discomfort, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2014: unremarkable incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pelvic pain/ worsening pain'), uterine haemorrhage ('abnormal uterine bleeding') and stevens-johnson syndrome ('stevens-johnson syndrome') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff never experienced such immense abdominal/pelvic pain prior to undergoing the essure procedure. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), stevens-johnson syndrome (seriousness criterion medically significant) with skin disorder, abdominal pain lower ("lower abdominal pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), migraine ("migraines"), vaginal infection ("vaginal infections"), arthralgia ("joint pain"), rash ("rashes"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), vaginal discharge ("vaginal discharge"), vulvovaginal discomfort ("vaginal irritation"), abdominal distension ("persistent bloating"), stress urinary incontinence ("stress urinary incontinence"), migraine with aura ("migraine with aura"), urge incontinence ("urge urinary incontinence"), genital haemorrhage ("abnormal bleeding "), hypersensitivity ("allergy/hypersensitivity") and autoimmune disorder ("autoimmune disorder") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, uterine haemorrhage, stevens-johnson syndrome, abdominal pain lower, dysmenorrhoea, dyspareunia, migraine, vaginal infection, arthralgia, rash, fatigue, weight increased, alopecia, headache, vaginal discharge, vulvovaginal discomfort, abdominal distension, stress urinary incontinence, migraine with aura, urge incontinence, genital haemorrhage, hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, arthralgia, autoimmune disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, migraine, migraine with aura, pelvic pain, rash, stevens-johnson syndrome, stress urinary incontinence, urge incontinence, uterine haemorrhage, vaginal discharge, vaginal infection, vulvovaginal discomfort and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan in (B)(6) 2014: results: unremarkable. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received new event abnormal bleeding, hypersensitivity, autoimmune disorder were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pelvic pain/ worsening pain'), uterine haemorrhage ('abnormal uterine bleeding') and stevens-johnson syndrome ('stevens-johnson syndrome') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff never experienced such immense abdominal/pelvic pain prior to undergoing the essure procedure. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), stevens-johnson syndrome (seriousness criterion medically significant) with skin disorder, abdominal pain lower ("lower abdominal pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), migraine ("migraines"), vaginal infection ("vaginal infections"), arthralgia ("joint pain"), rash ("rashes"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), vaginal discharge ("vaginal discharge"), vulvovaginal discomfort ("vaginal irritation"), abdominal distension ("persistent bloating"), stress urinary incontinence ("stress urinary incontinence"), migraine with aura ("migraine with aura"), urge incontinence ("urge urinary incontinence"), genital haemorrhage ("abnormal bleeding "), hypersensitivity ("allergy/hypersensitivity") and autoimmune disorder ("autoimmune disorder") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, uterine haemorrhage, stevens-johnson syndrome, abdominal pain lower, dysmenorrhoea, dyspareunia, migraine, vaginal infection, arthralgia, rash, fatigue, weight increased, alopecia, headache, vaginal discharge, vulvovaginal discomfort, abdominal distension, stress urinary incontinence, migraine with aura, urge incontinence, genital haemorrhage, hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, arthralgia, autoimmune disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, migraine, migraine with aura, pelvic pain, rash, stevens-johnson syndrome, stress urinary incontinence, urge incontinence, uterine haemorrhage, vaginal discharge, vaginal infection, vulvovaginal discomfort and weight increased to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2014: results: unremarkable. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pelvic pain/ worsening pain'), abnormal uterine bleeding ('abnormal uterine bleeding') and stevens-johnson syndrome ('stevens-johnson syndrome') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation by novasure technique and essure tubal occlusion". The patient's medical history included endometriosis, pelvic discomfort and menorrhagia. Plaintiff never experienced such immense abdominal/pelvic pain prior to undergoing the essure procedure. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abnormal uterine bleeding (seriousness criterion medically significant), stevens-johnson syndrome (seriousness criterion medically significant) with skin disorder, abdominal pain lower ("lower abdominal pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), migraine ("migraines"), vaginal infection ("vaginal infections"), arthralgia ("joint pain"), rash ("rashes"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), vaginal discharge ("vaginal discharge"), vulvovaginal discomfort ("vaginal irritation"), abdominal distension ("persistent bloating"), stress urinary incontinence ("stress urinary incontinence"), migraine with aura ("migraine with aura"), urge incontinence ("urge urinary incontinence"), genital haemorrhage ("abnormal bleeding "), hypersensitivity ("allergy/hypersensitivity") and autoimmune disorder ("autoimmune disorder") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removal of bilateral essure coils and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abnormal uterine bleeding, stevens-johnson syndrome, abdominal pain lower, dysmenorrhoea, dyspareunia, migraine, vaginal infection, arthralgia, rash, fatigue, weight increased, alopecia, headache, vaginal discharge, vulvovaginal discomfort, abdominal distension, stress urinary incontinence, migraine with aura, urge incontinence, genital haemorrhage, hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, abnormal uterine bleeding, alopecia, arthralgia, autoimmune disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, migraine, migraine with aura, pelvic pain, rash, stevens-johnson syndrome, stress urinary incontinence, urge incontinence, vaginal discharge, vaginal infection, vulvovaginal discomfort and weight increased to be related to essure. The reporter commented: right:3 coils visualized. Left: 3.5 coils were visualized. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2014: results: unremarkable. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-jun-2021: mr received. Event "endometrial ablation by novasure technique and essure tubal occlusion performed concomitantly" was added. . Essure removal date, rcc, medical history and reporter information was added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant pelvic pain"), uterine haemorrhage ("abnormal uterine bleeding") and stevens-johnson syndrome ("stevens-johnson syndrome") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff never experienced such immense abdominal/pelvic pain prior to undergoing the essure procedure. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), stevens-johnson syndrome (seriousness criterion medically significant) with skin disorder, abdominal pain lower ("lower abdominal pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), the first episode of migraine ("migraines"), vaginal infection ("vaginal infections"), arthralgia ("joint pain"), rash ("rashes"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), the second episode of migraine ("migraine"), vaginal discharge ("vaginal discharge"), vulvovaginal discomfort ("vaginal irritation"), abdominal distension ("persistent bloating"), stress urinary incontinence ("stress urinary incontinence"), migraine with aura ("migraine with aura") and urge incontinence ("urge urinary incontinence"). The patient is in the process of scheduling bilateral salpingectomy. At the time of the report, the pelvic pain, uterine haemorrhage, stevens-johnson syndrome, abdominal pain lower, dysmenorrhoea, dyspareunia, vaginal infection, arthralgia, rash, fatigue, weight increased, alopecia, the last episode of migraine, vaginal discharge, vulvovaginal discomfort, abdominal distension, stress urinary incontinence, migraine with aura and urge incontinence outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, arthralgia, dysmenorrhoea, dyspareunia, fatigue, migraine with aura, pelvic pain, rash, stevens-johnson syndrome, stress urinary incontinence, urge incontinence, uterine haemorrhage, vaginal discharge, vaginal infection, vulvovaginal discomfort, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2014: unremarkable. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-jun-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.